Event description:
Customer reports they started a stent placement procedure (customer does not have patient information). During this procedure, the fluoro footpedal failed. Procedure was completed using the endoscope unit. No reported injury.

Manufacturer narrative:
Field service engineer could not reproduce customer reported problem. Fse did replace the foot control and performed verification procedure per maintenance section of the sedecal generator service manual. System was returned to full service.